Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was verified. The display lens was found to have cracked and moisture intrusion was evident behind the display lens. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. The keypad buttons were unresponsive. Due to the unresponsive keypad buttons, the bolus button function could not be evaluated. Battery compartment cracks were observed in the threads area and below the grip pad. Pump casing was opened and evidence of moisture contamination was found on the keypad connector, connector wire, and other associated electrical components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a cracked display lens. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.